Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings as well as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not specify when the alleged product issue started but stated that they obtained a blood glucose result of "120mg/dl" with the subject meter which was high than the patient's feelings and/or normal results. In addition, the patient obtained a blood glucose result of "87mg/dl" with the subject meter and a result of "40mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes with unspecified dosages of lantus and humalog insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed symptoms of "shaky and sweaty" and the patient also fell "unconscious". As a result of this, at 8:30pm on (B)(6) 2016 the emergency medical services (ems) were called and the patient was given glucose tablets by means of treatment. This was in response to blood glucose results of "22 and 40mg/dl" obtained from the patient using the ems meter. At the time of troubleshooting the cca noted that an approved sample site was used to obtain the alleged results. When the patient was walked through a control solution test using the subject meter the result obtained fell out with the acceptable control solution range for the test strip lot being used. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.